Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was not homed caused the dinguses to stay out of track which prevents the door from closing. The rotor was manually homed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported after turning the system on in the morning, the gantry door would not open or close. It became known the rotors were in the wrong position. This issue was noted outside of a procedure, and there was no patient involvement.